Manufacturer narrative:
Follow-up information from 30-aug-2016: after unsuccessful follow-up attempts no additional information was obtained. Follow-up received on 02-sep-2016: quality-safety evaluation of ptc was received. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up received on 18-sep-2016 from physician: the patient is currently being seen by gastroenterology and gynecology department as she presents dyspepsia, unspecified abdominal pain, and the pelvic pain which persists despite essure removal by laparoscopy and ruling out other associated lesions. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1565 cases. Allergy to metals: the analysis in the global safety database revealed 177 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced sensibilization to nickel and pelvic pain. Despite essure removal, the pelvic pain persists. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. Also, essure therapy may cause pelvic pain. Since no alternative explanations was provided for both events, considering the information received, causality with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient experienced sensibilization to nickel. She had not mentioned that she was allergic before inserting essure. She had reports from her allergologist and dermatologist. It was pending a surgery to remove essure or tubes. The reporter considered the event related to essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced sensibilization to nickel. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash and hives that resolve after device removal. In this case, surgery to remove essure or tubes was pending. Since no alternative explanation was provided, considering the information received, causality with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.